Event description:
No RMA was issued, the sales representative became aware that this facility may be re-processing their expired inventory of 110-4g and 110-4h catheters by sending them to a decontamination facility and using them. The ICU manager and surgeons placing the device have seen that the package is different and contains a different label, indicating it has been sterilized. The surgeon's know this is not an integra label and are questiong if this re-processing is acceptable and what is the performance expectancy of these expired catheters. It is unknown if the catheters which are being re-sterilized are just from off the shelf. The sales representative is to provide more information once available.